Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had exhibited oversensing and the implantable pulse generator (ipg) exhibited occasional dropped ventricular beats. It was noted that the detailed electromyography viewer diagnostics can cause a short instance of noise which then caused the oversensing and the dropped beats. The rv lead and ipg were reprogrammed and remain in use. No patient complications have been reported as a result of this event.